Event description:
It was reported from a marketing eval, the adenoid tip "failed". A suction bovie was used.

Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing eval received by the MFR. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record revealed no anomalies.